Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with missing separator. Event history log review was performed and found evidence of reported problem. Visual inspection, and power on process were performed. The customer reported problem was confirmed. According to the investigation, the pump did not turn hot when powered on. However, the pump did alarm and red screened due to error code 41100. The pwa board malfunctioned and required to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was hot when turned on and won't stop beeping. There were no reported adverse events.